Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for explant on (B)(6) 2016. The patient's pelvic floor pain did not resolve, and the patient did not achieve optimal stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n554269, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient had pelvic floor pain that was aggravated by the stimulation. It was noted that the patient has had this pain since implant. Diagnostic testing or troubleshooting performed included reprogramming with normal post-operative appointments. It was also reported that the patient turned off stimulation a couple weeks prior to (B)(6) 2015 and the pain had not subsided. It was reported that the healthcare professional started the patient on a steroid pack and scheduled the patient for revision. However, it was later clarified that the patient was trying steroids first, and revision was to be scheduled if the steroids did not help. Additional information received from the manufacturer representative reported that the patient had a revision on (B)(6) 2015. The patient was scheduled to meet with the manufacturer representative on (B)(6) 2015, but the patient cancelled the appointment. The manufacturer representative later reported that the patient was reprogrammed, and the patient felt little stimulation down her leg and mostly in her back. The patient was going to give the system eight weeks, and then determine what she was going do at that time. Further follow up will be conducted at that time. If additional information is received, a follow up report will be sent. The patient's indications for use included rsd/causalgia-complex regional pain syndrome and spinal pain.